Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated leakage in the hybrid. Hybrid analysis testing and evaluation determined that the gray bar status of remaining expected longevity and depleted battery voltage was due to high current drain in the hybrid the failure was determined to be isolated to the l410 ic. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use, the implantable cardioverter defibrillator (ICD) device exhibited a gray bar on interrogation, indicating low telemetry battery voltage. The device was rechecked after letting it sit for more than 72 hours and the gray bar persisted. The device was not use. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated a junction current leakage in an integrated circuit. Hybrid analysis determined that the gray bar status of remaining expected longevity and depleted battery voltage was due to high current drain in the hybrid. The high current drain was narrowed to the l404 ic at the n3vdd node. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated leakage in the hybrid. Hybrid analysis testing and evaluation determined that the gray bar status of remaining expected longevity and depleted battery voltage was due to high current drain in the hybrid, however it was unable to isolate the high current to a specific component. If information is provided in the future, a supplemental report will be issued.